Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm started in the monitor only zone, then accelerated into the vt zone where no detection enhancements were available. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.